Event description:
It was reported that the device failed dso calibration. No patient injury reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. The investigation determined a probable, but unconfirmed, cause of the reported issue to be an inoperable downstream occlusion sensor. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Per review of the device history record there was no evidence of any issues during the manufacture of the device and there was no indication of a manufacturing defect during the investigation. Per service history review this device has not been in for service previously. Additional information was received indicating that the issue was found during testing, there was no patient involvement.